Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
A naturopath notified teoxane of an adverse event on (B)(6) 2023. A female patient was injected on (B)(6) 2023 with 1ml of teosyal rha 2 in the perioral areas, lips, and labial commissures. The injection was done with the needle provided in the box and a cannula. Three (3) days after, on (B)(6) 2023, the patient presented a series of signs and symptoms in and around the right upper lip (skin discolouration, redness, swelling, pain) that were caused by a vascular occlusion according to the local medical expert mandated on this case. This medical expert was also put in contact with the naturopath injector to provide treatment recommendations. They were the following: dissolve filler with hyaluronidase (2 ampoules at 150 iu), corticosteroids (brednesolon 50mg for 3-4 days), antibiotics (amoxiclav 2x1). The patient was also referred to her general practitioner. Based on information received on 14-jun-2023, the reporter in this case appears lost to follow-up. It is known that, as of (B)(6) 2023, the adverse event was partially resolved.